Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of reagent into well position b1 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.